Event description:
The event was identified during a review of the pmcf lumbar interbody study, the report identified that on (B)(6) 2024 a revision took place where an anterior lumbar interbody fusion at l4-s1 with graft removal and l2-s1 posterior extension of fixation. (B)(6) during the procedure bleeding from left common iliac vein that required repair by a vascular surgeon during the case. No other reported difficulties.

Manufacturer narrative:
No device malfunction was alleged so no device information was provided or returned for evaluation. No images or radiographs were available so the complaint could not be confirmed. Review of the reported event noted damage to the left common iliac vein resulting in excessive bleeding requiring a vascular surgeon for repair and considered an inadvertent surgical error related to anatomical challenges and not directly related to a nuvasive device functionality. No product malfunction was reported or identified. Labeling review: "residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include damage to blood vessels, spinal cord or peripheral nerves." "Risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include vascular injury." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. Some instruments may be used in conjunction with other nuvasive devices. Refer to the instructions for use for these devices for important labeling information. Do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal." "Information to obtain a surgical technique manual or other applicable instructions for use or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at" 9004421-en w-2022-12.